Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fmi. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8268635. Medical device expiration date: 2020-09-30. Device manufacture date: 2018-09-25. Medical device lot #: 9119947. Medical device expiration date: 2021-04-30. Device manufacture date: 2019-04-29. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from inside the bd vacutainer® push button blood collection set with pre-attached holder during use. Lot#'s 8268635 and 9119947 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "there are incidents of the leakage of blood from the translucent body and some from the multisample sleeve needle from inside the holder its happened several times with 21g & 23g with the different phlebotomist. They were contaminated with the patients blood and the patient as well. The action was taken on sunday I visit them to observe them during the blood collection and noticed drops of blood inside the holder in some cases with the different phlebotomist and leakage as shown in pictures, the observation process is still under process to confirm the problem."

Event description:
It was reported that blood leaked from inside the bd vacutainer® push button blood collection set with pre-attached holder during use. Lot#'s 8268635 and 9119947 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "there are incidents of the leakage of blood from the translucent body and some from the multisample sleeve needle from inside the holder its happened several times with 21g & 23g with the different phlebotomist. They were contaminated with the patients blood and the patient as well. The action was taken on sunday I visit them to observe them during the blood collection and noticed drops of blood inside the holder in some cases with the different phlebotomist and leakage as shown in pictures, the observation process is still under process to confirm the problem."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/20/2020. H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for leakage with the incident lot was observed. Additionally, testing of the customer samples was performed and leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.